Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena and depo provera. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), infection ("infection (other) describe: not specified"), abdominal pain ("pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device expulsion, infection, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue and infection to be related to essure. The reporter commented: after insertion, essure trailing coils on left side were 5 and on right side: 4 patient received treatment for abdominal pain and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena and depo provera. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), infection ("infection (other) describe: not specified"), abdominal pain ("pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device expulsion, infection, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, device expulsion, fatigue and infection to be related to essure. The reporter commented: after insertion, essure trailing coils on left side were 5 and on right side: 4 patient received treatment for abdominal pain and fatigue. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously added injury was replaced with new events- migration of essure device: uterus, infection (other) describe: not specified, fatigue, pelvic pain, abdominal pain" were added. Essure confirmation test was not performed. Reporter information, patient demography, historical drug, concomitant drug, was added. Lot number was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.